Event description:
On (B)(6) 2012 an event was reported to cormatrix cardiovascular involving the cormatrix ecm for cardiac tissue repair. On (B)(6) 2012, the physician used the cormatrix ecm for cardiac tissue repair product to patch a sinus of valsalva aneurysm. It was reported that the physician left the aneurysm sac in place and patched at the neck or entry site to the sac. The physician stated that he used felt pledgets and believed that the ecm had been soaked for approximately one hour. In a subsequent communication with the scrub nurse, she stated that she did not believe she over-soaked the product. She said that she thought the ecm had been soaked for 15 minutes. The next day, on (B)(6) 2012, the patch reportedly fell apart and a reoperation was required. It was noted that the sutures pulled through the ecm but remained attached to the patient tissue. The ecm was removed and replaced with a bovine patch. The patient was reported to be stable.

Manufacturer narrative:
The cause of the ecm "falling apart" is unknown. However, use of pledgets may have hindered circumferential closure or may not have provided adequate containment. Another contributing factor may have been the possible extended hydration time; according to the physician, the cormatrix ecm was soaked for one hour, much longer than the 5-10 minutes which is recommended in the cormatrix ecm for cardiac tissue repair instructions for use ((B)(4)).